Event description:
It was reported that in the patient's room three days after the catheter was placed, and after the clinician injected medical solution, the user noticed that the catheter's inner coil was protruding out of the catheter near the proximal end. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).